Event description:
During hydrothermal ablation, machine alarmed indicating a saline leak around the cervix. Physician readjusted sheath assembly. Saline leak around cervix again and procedure aborted. Pt had 1st degree burn of cervix. Territory mgr of boston scientific was aware of event and will provide packaging to return sheath to quality dept of boston scientific.